Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during pulse generator changeout, the atrial lead was noted to be -broken-. The lead was explanted and replaced.